Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient called from home on (B)(6) 2017 with complaints of elevated watts, flows and bloody urine. Patient was directed to go to the emergency department where lactate dehydrogenase (ldh) was found to be >2500. Due to suspected device thrombosis patient underwent a device exchange on (B)(6) 2017. No further information received at this time.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that due to suspected device thrombosis patient underwent a device exchange on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: product ID: 7277us ¿ ICD, 5076-45 ¿ lead, 419388 ¿ lead, 694758 - lead: implanted on (B)(6) 2004 8637-20 ¿ neuro pump, 8590-1 ¿ neuro accessory: implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.